Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Other device associated with this event: pump: (B)(4): manufacturing date: 01/08/2016, exp date: 12/31/2017. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient presented to the emergency room with signs of hemolysis, bloody urine, and high flow/high watts. The patient's inr with cougu-check was 3.1 since signs of pump thrombosis and hemolysis continued and lysis therapy was not an option for this patient, an exchange of the pump was performed on (B)(6) 2016. The patient subsequently passed away due to systemic inflammatory response syndrome (sirs) on (B)(6) 2016. According to the perfusionist, there was no device malfunction.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Correction: (day of birth) explant date. Pump: (B)(4): device available for evaluation?- returned:07/07/2016. (B)(4). Thrombus formation is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pumps (B)(4) were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported high watt alarms and a rise in power consumption to parameters outside the normal operating range. Analysis of the devices revealed that (B)(4) passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within (B)(4). (B)(4) met specifications; the pump passed functional testing, dimensional verification, sterility review, and visual inspection. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.